Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed far r wave oversensing and inappropriate automatic mode switch on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.